Event description:
"Leaking black fluid, bit getting stuck in adaptor" was given as the reason for repair. On follow up it was reported that the attachment did not sound right and the dissecting tool could not be removed from the attachment. The fluid was observed while trying to remove the tool from the attachment. The attachment was removed from the sterile field. There was no impact to the pt.